Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump that needed the bottom of the display was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective main display. The main display was replaced to fix the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump that needed the bottom of the display. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.